Manufacturer narrative:
Device qc performed.

Event description:
Initial information received from a consumer in 2010: this case was received from a consumer as a non-serious case, but after medical review, the case has been upgraded to serious based on company criteria. A female of unknown age received a series of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] injections in 2009 in an attempt to have hollow cheek areas filled out without incident. Three weeks thereafter she received a second series of injectable poly-l-lactic acid injections. Two weeks later she still had swelling on one side of her face and her eye area was black and blue on one side of her face. She feels the doctor gave her more injections on this side of her face. She says that her eye area hurts and throbs and sometimes it is hard to keep that one eye open. She said that the area where the poly-l-lactic acid was given felt gel like. She also has some bumps under her skin. She feels the doctor may have injected improperly on this one side. She is going to contact her health care professional. Medical history and concomitant medications were not provided. No further relevant information reported. Additional information will not be forthcoming as the consumer did not want to provide her address or phone number.